Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning properly as the pump stayed flat and patient had trouble inflating the device himself. A revision surgery was performed in which the ipp was removed and replaced with a malleable prosthesis. No patient complications were reported.